Manufacturer narrative:
The pump was returned to animas and evaluated. The pump booted with an audible sound and a dim pinkish color screen. The down key was intermittently responding and required excessive force to activate. The keypad was removed to investigate the intermitting down key and evidence of keypad adhesive was found under the down key contact. The display issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was intermittently not responding to down arrow button presses. The patient denied that the keypad was peeling or that the device was exposed to water. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not responding appropriately to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue.